Event description:
Female pt received a burn during an electrotherapy treatment. The female pt was being treated for pain in the left lateral hip. Post treatment female had received 2, 2nd degree burns under electrodes in the area of treatment. The area of each burn measured 1/2" diameter. The pt is expected to make a full recovery from the injury. The attending clinician prescribed the interferential waveform (ifc). The intensity setting of the waveform was to 'patient tolerance'. The pt typically, and on the incident treatment, tolerated the setting to 30 volts. The remaining treatment settings provided by the device was at the default setting. The clinician applied the treatment using 2" diameter non-recommended electrodes. The treatment time was for 20 minutes.

Manufacturer narrative:
Awaiting return and eval of device.